Event description:
It was reported that a one link catheter set would not flow. This was identified when the device was being primed with lactated ringers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by attaching the extension set to a primary set and priming. The setup was found to not prime. Microscopic inspection was performed on the luer activated valve, and no issues were identified. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.